Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was seen in clinic for routine device check in (B)(6) 2015, battery longevity was 4.3 years until eri. During subsequent follow-ups, battery longevity was decreased suddenly. Review of session records revealed that the initial battery estimations were not correct and current longevity estimations were closer to what would be expected. Patient will continue to be monitored closely as the device approaches eri.